Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to: describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device had a sudden decrease in longevity which could be due to persistent fast right atrial (ra) sensing as the patient had a new onset of atrial fibrillation (af). Boston scientific technical services (ts) will evaluate for premature battery depletion (pbd) as well. Moreover, device data analysis result indicated that this pacemaker was depleting normally. The reduction of longevity was due to the recent onset of af which has increased the average power consumption. To date, this device remains in service. No adverse patient effects were reported.